Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. Reportedly, the pump alerted for occlusion during bolus with multiple set of supplies since about 10 days ago. The reporter stated that the correct bolus amount was delivered after cancellation. Review of use techniques indicated that instruction for use were followed for infusion set, cartridge, and insertion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on investigation, the reported occlusion alarm issue was verified but not duplicated. Review of black box data showed occlusion alarms due to high force on the complaint date. The pump powered up with auditory and vibratory features. No tactile issue was observed with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The force senor calibration reading was within specifications. Bolus delivery exercises were completed and recorded correctly.